Event description:
It was reported that the patient presented to the emergency room with complaints of chest pain and shortness of breath. The patient was volume overloaded and was being diuresed. It was noted that the patient had a history of outflow graft thrombus. The primary circuit board (pbc) temperature was noted to be 45, but technical services stated that the pump temperature was in a normal range.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number mlp-019198, and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 09dec2023 through 13dec2023. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Outflow graft thrombus captured under MFR. Report # 2916596-2023-07941.